Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps were unable to open and close the forceps. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.